Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited undersensing resulting in false bradycardia episodes. Loss of contact with the pocket was suspected. Programming changes were discussed. No intervention was reported. The patient was stable throughout.